Event description:
The dr claims that during an abdominal aortic aneurysm procedure, bleeding occurred (quantity unknown) from part of the graft wall, another graft was used in its place. The pt's condition is favorable.

Manufacturer narrative:
Note: code 86: the quality control test records for this batch were reviewed. Code 100: the quality control test records for this batch were found to be not atypical - no similar complaints against this batch. Code 200: see pathologist's report (attached)gross description: received in formalin is a segment of crimped vascular graft which measures 4.7 cm in length by 1.7 cm in diameter. The surfaces are clean and the specimen appears to have not been implanted. Rep sections are embedded under md-912 and md-913. Microscopic description: segments of a vascular graft with collagen coating are identified. The integrity of the vascular graft is intact. The collagen coating is present on the luminal and periadventitial surfaces as well as within the interstices of the vascular graft. No loss of integrity of the collagen coating is identified. No evidence of implantation is identified. Summary: an intact vascular graft with an intact collagen coating is identified. No evidence of implantation is identified.